Event description:
During a procedure in the cath lab the ivus failed to pull back. The cause of the problem was the motor drive unit which was exchanged for a replacement from the manufacturer. Follow up reveals: the incident resulted in a procedural delay. Biomed analysis: verified complaint- motor drive unit is partially functional but will not pull back. Discussed with boston scientific and received a replacement motor drive unit 2 days later and verified operation of new drive unit.